Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse platform sn (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. No patient involvement.

Manufacturer narrative:
D4 (additional device information) was corrected. The reported complaint that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during functional testing and review of the archive data. The root cause of the ua07 was due to a failure of both single point load cells. A review of the archive data showed ua07 messages; thus, confirming the reported complaint. The platform failed initial functional testing due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test indicated both load cell modules were over-reporting. Both load cells need to be replaced to remedy the complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).